Event description:
The article "right-sided pulmonary venous obstruction between a right aortic arch and an amplatzer septal occlusion device following closure of a secundum atrial septal defect" reported the following adverse event(s): right-sided pulmonary venous obstruction between a right aortic arch and an amplatzer septal occluder device developed following closure of a large secundum atrial septal defect. The obstruction was not apparent on post-procedure transesophageal echocardiogram but developed over time. The patient recovered completely following surgical removal of the device. Refer to the article for complete details.

Manufacturer narrative:
Aga medical has not received any additional information regarding this event, including patient and device information.